Event description:
Report received from (B)(6) stating that the device "could not be inserted." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "cannot insert cutter" was confirmed. During the pre-repair diagnostic assessment, the device failed the cutter insertion test and damaged bearings found. If additional info is received, a supplemental report will be sent. (B)(4).